Event description:
"Dr (B)(6) inserted the 15mm in question and it shattered at the top of the cannula. A 2nd 15mm was used to replace and it too broke at the same location."

Manufacturer narrative:
The incident product will not be returning: however photos were submitted for eval. A follow up will be issued upon completion of eval.